Manufacturer narrative:
(B)(4). The implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2012, and the patient was reimplanted with another device during the same surgery. (B)(4). This report is filed (B)(4) 2012.

Event description:
Per the clinic, the patient developed a skin flap infection. A PICC line was inserted on (B)(6), 2010 and the patient was treated with IV antibiotics, which did not alleviate the problem. The patient underwent a skin flap revision surgery on (B)(6), 2010. On (B)(6), 2010 the infection was reported to have resolved. The implanted device remains.